Event description:
In 2002, the end-user called medtronic minimed, USA and reportedly was hospitalized with high bgs. User checked into health center. No leaks in infusion set, the tubing was not kinked, but there was tiny air bubbles. On june 2002 maersk medical a/s received the complaint and 1 used infusion set.